Event description:
Ous MDR - after an implantation time of about 36 months, it was reported that the ICD could no longer be interrogated. An insulation defect at the lead was detected during the procedure. It was reported that the pt collapsed and fell down. No further deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.